Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all stations that were on critical override. A technical support specialist confirmed with customer the issue is resolved. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was on critical override and not communicating. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.